Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no interventions were taken. The patient's weight was (B)(6). It was reported that "no movement could be appreciated," by the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2020-jan-17 regarding a patient receiving dilaudid (concentration unknown at a dose of 1 .5mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that two months ago (relative to the date of report) the patient's healthcare provider (hcp) checked the pump and did a scan, and the pump was perfect. It was noted that the pump was "binding" depending on the way the patient moved, and the patient felt a little bit of pain. The patient felt the pump itself moving against their stomach wall and this had happened intermittently for the last 6-8 months. The pain was reportedly annoying, but didn't stop the patient from doing anything. The patient's next refill was on (B)(6) 2020. No further complications were reported or anticipated.